Event description:
It was reported that the connecting shaft of the device was fractured. The target lesion was in the left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. Upon unpacking, it was noted that the physician found the balloon connection shaft was fractured. The procedure was completed with another of the same device. No complications reported and the patient is stable.

Event description:
It was reported that the connecting shaft of the device was fractured. The target lesion was in the left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. Upon unpacking, it was noted that the physician found the balloon connection shaft was fractured. The procedure was completed with another of the same device. No complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was in a deflated state. No issues were noted with the balloon of the device that may have potentially contributed to the complaint incident. The marker bands and blades, and tip section of the device were visually and microscopically examined, and no issues were noted with the marker bands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. The device was received in two sections as a result of a break in the hypotube. The break was located at 54.9cm distal from the strain relief. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the extrusion shaft found no issues with the extrusion shaft. No other issues were identified during the product analysis.